Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was premature battery depletion. The implantable pulse generator (ipg) was explanted and replaced. It was further reported there were high thresholds on the atrial and right ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.